Manufacturer narrative:
The biomedical engineer (bme) states that the central nurse's station (cns) will freeze every hour or two. The customer needs to then power cycle the device to get it to work normally. Nihon kohden technical support went over the possible issues with the cns unit. The bme has been instructed to pull 1 hdd at a time to see if there is 1 that is faulty. Nk/ts proceeded by giving the bme the part number for a new hard drive to replace which ever one is malfunctioning.

Event description:
The biomedical engineer (bme) states that the central nurse's station (cns) will freeze every hour or two.